Event description:
On (B)(6)2010, placed nephrostomy drain in the r kidney of patient in the heart and vascular lab. On (B)(6)2010, placed starter guidewire .035/150 j curved fixed core down the existing nephrostomy drain, down the ureter and coiled approximately 10-15 cm in the bladder -ref: 49-119 lot: m001491180-. The portion of the wire that remained outside of their right flank area was then secured in a sterile fashion. Patient was then sent to the operating room. Or dept. Called for assistance. The wire itself was dissected/unraveled. The wire remained outside the right flank area, through the kub, as well as retrograde. Several methods were attempted to remove wire. Stents had to be placed in order to remove the wire. Boston scientific was notified regarding the problem with the wire. Dates of use: (B)(6)2010 -- (B)(6)2010. Diagnosis or reason for use: hydronephrosis.